Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer reported a 7 french cook sheath that was used with a 014 spider fx 6mm in the right mid proximal sfa. The target lesion was a 5mm diameter and 200mm length lesion with moderate calcification and soft tissue with a little degree of tortuosity. The vessel was pre-dilated and the IFU was followed during the procedure. After multiple passes it is likely that the nose cone was over packed and had a hole in the side. Another hawkone was opened to finish the procedure. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.